Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to announce a meal, which resulted in elevated blood glucose (bg) with a high of 330 mg/dl. The only alert displayed was a failed software update, which did not prevent meal announcement according to device history. The meal announcement function later became available again, and bg was corrected using the ilet¿s corrective algorithm. No medical intervention was required.